Manufacturer narrative:
Visual inspection: during the investigation, some residue tissues on the device were determined. Permeability test: a permeability test has shown that all components are permeable. During the permeability test some particles and bloody liquid were flushed out. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 operates within the accepted tolerance in the horizontal position. The shuntassistant 2.0 does not operate within the specified tolerances in the horizontal position. A tendency of a slower outflow of the shuntassistant 2.0 could be determined. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in progav 2.0. Results: based on our investigation results, we can detect a slower outflow in the horizontal position of the shuntassistant 2.0. The deposits inside the shuntassistant 2.0 have led to the change in flow rate. When valves are opened, it is possible to see a large part of the internal components. Nevertheless, there are areas that cannot be visually inspected. These areas may contain organic deposits that can impair the function. We can detect visible deposits in the progav 2.0. The deposits did not affect the technical properties at the time of the examination. Deposits caused by natural substances in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can impair the integrity of the valve. Finally, we cannot detect any functional deviations or other abnormalities in the control reservoir. The reservoir operates within specification. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (#fx603t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system caused an oderdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.